Event description:
It has been reported to philips that the allura system would not power all the way up. The system was not in clinical use when this occurred. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system wouldn¿t power. Review of the system log file showed the grabber card error and rse suggested to replace flex vision pc. No further information regarding the issue has been provided. No service has been performed by philips since the case was cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on investigation outcome. Evaluation method code was corrected.